Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving baclofen via an implantable pump. The indication for use was head/brain injury and intractable spasticity. The patient¿s representative reported that that since the pump was implanted, they have been gradually increasing the medication because the patient was very sensitive to the medication. The last increase was about 3 weeks ago. Per the reporter, there was a volume discrepancy. They were expecting ¿400 units¿ and there were ¿800 units¿ left in the pump. The reporter stated the pa (physician assistant) told them it had happened in january too but they didn¿t report that to the patient¿s parents at the time. Since the fill about 3 weeks ago the patient started to have more spasticity and was very tight. About a year ago they did an x-ray to check on the catheter because the patient had been growing so much and found that the catheter was in place and looked fine. The caller asked what to do about the situation. The patient service specialist reviewed and redirected to healthcare provider. The caller mentioned the patient was a super athlete and had a simple knee surgery and came out with brain damage. Additional information received from the nurse from the clinic reported that they would do a bolus to confirm the catheter was working and the next step would be a catheter dye study.